Manufacturer narrative:
As reported, during deployment the balloon of a 5f mynxgrip vascular closure device (vcd) deflated unexpectedly, reportedly at the second stop, though the reason was unclear. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). The mynx vcd was used in a diagnostic procedure using a retrograde approach. The deployer was mynx certified. No sheath introducer information was applicable. The femoral artery's suitability was verified through angiography, with a vessel diameter =5 mm. The vessel was arterial, and the device was used in the femoral artery. Hemostasis was achieved with manual compression for 30 minutes or less. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. One non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open. The syringe was not returned for this evaluation. The catheter sheath introducer (csi) was also not returned for this evaluation. The sealant was in its manufactured position, and the advancer tube was also in its manufactured position. No additional anomalies were observed during this visual analysis. Per functional analysis, an inflation/deflation test was conducted, and no issues related to the reported event were observed. The balloon successfully inflated and deflated as expected, confirming proper functionality. The reported event of ¿balloon-balloon loss of pressure¿ was not observed through analysis of the returned device since the balloon passed functional analysis during the inflation/deflation test. The exact cause of the reported incident could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced since there was no issue maintaining the inflation of the balloon during functional analysis. However, prepping/handling factors of the device are possible. Although not intended as a mitigation, the mynxgrip IFU states during preparation, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ it should be noted that failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy, which can be mistaken as a balloon rupture. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during deployment the balloon of a 5f mynxgrip vascular closure device (vcd) deflated unexpectedly, reportedly at the second stop, though the reason was unclear. There was no reported patient injury. The device was stored and prepared according to the IFU. The mynx vcd was used in a diagnostic procedure using a retrograde approach. The deployer was mynx certified. No sheath introducer information was applicable. The femoral artery's suitability was verified through angiography, with a vessel diameter =5 mm. The vessel was arterial and the device was used in the femoral artery. Hemostasis was achieved with manual compression for 30 minutes or less. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The device is being returned for evaluation.